Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back regarding the previously reported issues. Patient stated that they were still having difficulties. Patient mentioned that the manufacturing representative (rep) that they were in contact with was currently on vacation. Patient also mentioned that the nurse put in a new program probably a week or so ago, but they were still having difficulties. The patient also stated that they were at their wits end. The agent walked the caller through connecting to the ins and making therapy adjustments. The patient was able to connect and change programs. Patient adjusted the stimulation at the comfortable level on the bike seat area. Patient to monitor the issues and redirected to their doctor if it persists.

Event description:
Additional information was received from the patient. They reported that the patient had their stimulator revised because it wasn't working after the initial surgery. The caller stated that the ins was very sporadic, and they had a revision done at the end of march and so the ins is working consistently now, but the patient was not getting the full benefit that the patient did during testing. Caller said that they worked with the health care provider (hcp) , but the caller said that the caller felt that the hcp was not expert with the device, and the hcp was kind of guessing each setting and programs and things like that. Caller said that they had helped the patient since the beginning and the caller keeps a record of the programs, what amplitude, and what the results were in that particular setting. Caller said that when they exchanged the settings, they knew exactly what the result was. Caller said that they tried each program and increased the amplitude, but the amount of relief time decreased. Caller said that there was a program that they tried. The patient took back to the baseline of 4 hours in between during the day. Caller wants to know who the experts are at programming and how the patient gets the best fine-tuning to maximize the patient's benefits. Agent reviewed information about switching programs. Agent informed caller that switching of programs is trial and error. Patient wants to know where to get a document that provides technical details of each program and what unique parameters are in that program. Caller wants to get a support line that unravels information, since the caller said that this is about the quality of life .caller wants to escalate to a representative (rep) directly and speak to whoever about programs. Caller said that they spoke with the rep before and want to speak to a rep again. Sent email to rep. Caller said that they spoke with the rep a month ago to revise the patient's therapy but before that, the rep was present during the patient surgery. Caller added that they spoke with the rep after the surgery to discuss the therapy. Caller said that after program changed, the patient got a result for just 1 night but after that, it went back to the same issue. Agent informed caller that an email has been sent to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was experiencing pain. Patient had a pocket revision on (B)(6) 2025 and the pocket site was deepened. It was reported that the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.